Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error. The customer's blood glucose level was 110 mg/dl. The customer reported that the error occurred twice a day. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump was not exposed to high magnetic field. The insulin pump did not pass the displacement test. The insulin pump will not be returned for analysis.